Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 170 mg/dl. The customer declined tandem technical support to follow-up regarding the alternate method of insulin therapy.